Manufacturer narrative:
Investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the emergency department on (B)(6) 2019. Patient had black and tarry stool, hemoglobin was 6.9 g/dl. Patient received one unit of packed red blood cells for a slow gastrointestinal bleed and the patient was sent home that same morning. No further information provided.

Manufacturer narrative:
Section b5: additional information

Event description:
It was reported that the patient was readmitted for gastrointestinal bleeding on (B)(6)2019 . Gastroenterologist did not recommend a scope given the number of procedures in the past. They were pretty certain the source was gastrointestinal given the tarry stools and the patient's history. Patient's hemoglobin was 6.8. Patient given thalidomide and discharged on 30dec2019. No further information provided.